Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 10-nov-2022 via email and attached in the complaint object. This issue was discovered during routine preventive maintenance and did not involve a patient.

Manufacturer narrative:
While performing a review of submitted MDR reports it was discovered that this file was invertedly assessed as reportable. No patient death serious injury and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable please disregard any MDR reports associated with it., corrected data: h10 was updated as it was discovered that this file was invertedly assessed as reportable.

Manufacturer narrative:
No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary, in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported that the device had issue with the cassette. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.